Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal and central portions of the stent were damaged. The proximal end of the stent was bunched in a distal direction along the balloon. The distal portion of the stent appeared to be undamaged and crimped correctly in place. The undamaged section of the crimped stent od (outer diameter) was measured and the result was 0.0380'' which is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected for use. However, during the procedure while the device was outside the patient's body, it was noted that the stent strut was broken. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected for use. However, during the procedure while the device was outside the patient's body, it was noted that the stent strut was broken. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.